Manufacturer narrative:
Reported event: an event regarding periprosthetic fracture involving a securfit stem was reported. The event was not confirmed. Method & results:  device evaluation and results: not performed as product remained implanted. Clinician review: no medical records were received for review with a clinical consultant.   Device history review: review of the device history records indicate all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusion: it was reported that patient's hip was revised due to periprosthetic fracture. The event could not be confirmed as insufficient information was provided. Further information such as device return, pre and post operative x-rays, operative reports as well as follow up notes are required to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
This pi is for the 2018 revision. In reporting a revision of the patient's left hip on (B)(6) 2021, rep was told patient had a prior revision. Patient had fallen and sustained a periprosthetic fracture distal to the tip of the femoral stem. Nothing was removed, but fracture was treated with a plate with screws, and dall-miles cables. Rep provided usage sheets and confirmed that no further information will be released by the hospital or surgeon. Rep also confirmed there are no records to indicate if a stryker rep was present.